Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The stealth 360 oas instructions for use state, "do not use the oad in a vessel that is too small for the crown. The reference vessel diameter at the treatment area must be at least 2.00 mm in diameter for the 1.25mm micro crown." Csi ID #(B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was selected for treatment of a 30% stenosed lesion in the pedal arch. The vessel was smaller than 2mm in diameter with very little tortuosity. During the procedure, the oad stalled and became entrapped in the vessel. The oad was unable to be removed, and the patient was transferred to surgery. The oad was successfully removed, and the patient was recovering. After reviewing the films, the opinion of the physician was that the vessel size was not compatible with the size of the device.